Manufacturer narrative:
UDI #: (B)(4). The device involved in this event will be evaluated by a cross-functional engineering team. A report with results of the device evaluation will be submitted upon completion of the investigation. Further details surrounding this event are also actively being pursued. A follow-up report will be submitted with these details once they are made available. Placeholder.

Event description:
This was a peripheral vascular intervention. During the procedure, the turbo elite frayed and had to be cut. The patient experienced no ill-effects and was discharged per operative plan. Further details regarding this event are actively being pursued. A follow-up report will be submitted when further details become available.

Manufacturer narrative:
This follow-up report is being submitted to include the gender of the patient which is now known.

Manufacturer narrative:
A cross-functional team of engineers evaluated the device. The device was returned in two pieces. The device was separated 47.5 inches from the distal tip of the device. The observed damage was unique and unusual. The state of the returned device made it impossible to identify with certainty the root cause of the damage, however it is strongly suspect that the device was misused. A review of the device''s manufacturing history revealed no issues during the manufacturing process that would have caused the catheter to fray during use and subsequent cutting by the physician.